Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the med es app server via rss (remote smart services) after secure link connection issues. The downtime checks showed no xml activity and the cce address marked disconnected. The tss restarted external communications and inbound services with no change, and interface checks showed ongoing adt and pharm order issues. On the cce (carefusion coordination engine) side found a large, queued message count, grpc heartbeat failures, high service memory usage, and timeout errors. The tss restarted the cce service and messages began draining to the es server, resolving the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the interface had gone down, affecting five sites. All devices were placed under critical override and were displaying errors. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.